Manufacturer narrative:
Returned device was received in decent physical condition. The right, and left plunger cases were cracked by the top screw and the battery door was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the alarm could not be confirmed or duplicated. There was a noted crack on top of the right plunger case. The speaker was replaced as a preventative measure. The plunger cases were replaced as well. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a primary audible alarm and there was physical damage under the case. There was no patient present at the time of the event. No adverse events were reported.